Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the poor air / water supply issue could not be duplicated. The device evaluation found that the tip fixing screw adhesive was detached due to insufficient adhesive in the screw holes of the distal end. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover was detached / had a crack, the universal cord had buckling, the objective lens had a scratch, the connecting tube had a scratch, the acoustic lens was damaged, and the there was a chip in the adhesive area between the acoustic lens and the ultrasound probe. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a poor air / water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the tip fixing screw adhesive was detached due to insufficient adhesive in the screw holes of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the adhesive had detached but the cause could not be specified. Olympus will continue to monitor field performance for this device.